Event description:
While transferring resident in electric lift, the right leg strap (lift sheet) released and the resident slid out of the sling onto the floor. She was examined for injuries in the hosp. She received a hematoma on the back of her head. Co rep was notified and would be out to check the sling. This situation occurred on 5/14/96.